Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):the meter involved in this case has passed testing in that the reported error 1 error was not reproduced during testing. A secondary issue was found during testing that the lcd was scratched. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.